Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high, out of range (oor) shock lead impedances (sli). The health care professional (hcp) stated the patient was having an interventional procedure that day. Both technical services and hcp agree that this sli oor is likely just from the false sam caused by the electromagnetic interference over sensing and timing of the daily measurement that day. There has not been an additional reason for another full transmission. Some days afterwards the right ventricular automatic threshold test and presenting electrogram both looked good. The ICD remains in service at this time. No adverse patient effects were reported.